Manufacturer narrative:
The act button on the insulin pump did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm and low reservoir alarm due to unresponsive button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 203 mg/dl. Troubleshooting was performed. The device was returned for analysis.